Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarm, which was not reproduced during evaluation. A review of the event history log identified air in line alarm messages. The cause was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line even when their was no air in the line. The reported problem occurred during programing/set-up in the biomed service department. There was no patient involvement. No additional information is available.